Manufacturer narrative:
G4: 01jan2020; b4: 02apr2020. H10: h6: conclusion code updated. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported problem was resolved. G4: 01apr2020; b4: 02apr2020. H10: updated b1 and h1: the customer reported that the unit was in use on a patient during the event with no harm noted. Due to limited information provided, provision of medical intervention to prevent/preclude harm is unclear and therefore has not been ruled out. Assessment of complaint with this assumption has been considered via clinical risk review and shall be reported as serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2020.

Event description:
The customer reported that the ventilator's touch screen would not allow changes. The device was being used for treatment when the reported event occurred; however, there was no patient harm. The manufacturer's international service technician evaluated the device and confirmed the reported problem. The service technician replaced the touch screen. The ventilator was calibrated successfully and passed all required testing. The reported problem was resolved.